Manufacturer narrative:
(B)(4).. Pt age: the patient¿s date of birth is in the year 1934. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The treatment for peritonitis was not reported. The outcome of the peritonitis event was unknown. The action taken with pd therapy was unknown. No additional information is available at this time.